Event description:
Discordant (B)(6) results were obtained on a backup advia centaur system for four patient samples. The results were reported to the physician (s). The samples were repeated on the primary advia centaur system twice. The corrected results were reported. There was no known patient intervention or report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. After analysis of the instrument and instrument data, the fse replaced the pinch valve on aspirate probe 2. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.